Event description:
The customer stated he was hospitalized for diabetic ketoacidosis and the blood glucose reading was 512 mg/dl. Troubleshooting was performed and the programming was correct. The insulin pump passed the prime test, but the customer did not have the tubing clamp to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.